Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the output connector assembly of the external pulse generator (epg) was broken. It was also found that the lower case was broken, and the display wires were pinched with compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector block. The epg has been returned for repair. There was no patient involvement.